Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that during the implant procedure, the tined lead could not be advanced into the header of the implantable neurostimulator (ins). There was a question of whether the setscrew had been tightened down during manufacturing/production. It was unknown if the surgeon attempted to unscrew the setscrew. The surgeon used a different ins to complete the procedure and the patient was well. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.